Event description:
Pediatric patient requiring CPR. When multi-function electrodes were opened to be placed on the patient, the pads tore apart where the wire is inserted in the pad. Second set of pads when opened were not sticky (gel depleted?). Second set of pads when inserted into the defibrillator did not display a rhythm from the patient.